Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: battery / (B)(4)/ model # 1650- / exp. Date: 31mar2017. Device available for evaluation: no. Device evaluated by manufacturer: no. Mfg. Date: 31mar2016. Labeled for single use: no. Battery / (B)(4)/ model # 1650- / exp. Date: 31mar2017. Device available for evaluation: no. Device evaluated by manufacturer: no. Mfg. Date: 31mar2016. Labeled for single use: no. Battery / (B)(4)/ model # 1650- / exp. Date: 31mar2017. Device available for evaluation: no. Device evaluated by manufacturer: no. Mfg. Date: 31mar2016. Labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the patient experienced power loss issues. The log files were reviewed by a manufacturer representative, and the controller and batteries involved in the event were identified. Moreover, it was mentioned that the patient did not experience any alarms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller (B)(4) and three batteries (B)(4) were not returned for evaluation. Log file analysis revealed two controller power up and motor start events on (B)(6) 2018 at 19:48:22 and (B)(6) 2018 at 20:18:48. The controller was without power for 10 and 11 seconds, respectively. A momentary disconnection involving (B)(4) was recorded before the second loss of power. As a result, the reported loss of power was confirmed; however, the reported no sound could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported no sound can be attributed, but not limited to, a faulty internal battery. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation has been opened to evaluate the controller losing power and having momentary disconnections and implement corrective actions as required. Correction for precious report: section d4 - model and catalogue number section d3 - email section 5a - ethnicity and race additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller and three batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the event log files revealed several controller power up and motor start events between the dates of 15/jan/2018 and 13/feb/2018. Analysis of the available data log files revealed several momentary disconnections logged prior to various losses of power. Loss of power will result in a continuous audible alarm. When the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment, which corresponds with the reported "brief red alarm." Additionally, log file analysis revealed several momentary disconnections involving the three batteries as well as one premature power switching event due to momentary disconnection. Momentary disconnection will result in an audible tone or "beep." As a result, the reported loss of power and "intermittent beeping" were confirmed; however, the reported "no sound" could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported no sound can be attributed, but not limited to, a faulty internal battery. A possible root cause of the reported "beeps" and observed premature power switching event can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power and momentary disconnections. Additional products: common device name: heartware ventricular assist system - battery, serial or lot#: (B)(4). FDA results code(s): 3213. FDA conclusion code(s): 12. Common device name: heartware ventricular assist system - battery, serial or lot#: (B)(4). FDA results code(s): 3213. FDA conclusion code(s): 12. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.